Event description:
A beckman coulter inc (bec) customer was contacted via the accutni marketing surveillance program msp customer contact program in regards to an event of non-reproducible false positive accutni patient result above the acute myocardial infraction cutoff. The results were generated on the access2 immunoassay analyzer. The result was reported out of the laboratory and it is unknown if patient treatment was impacted by this event. The fresh sample was collected from the patient and tested on an alternate unit and result within the normal reference range was obtained. The samples were collected in a lithium heparin tube. On (B)(4) 2011 system check was performed and passed within specifications. On (B)(4) 2011 a bec field service engineer (fse) was dispatched and performed type 1 cf hardware verifications which passed. Fse noted that a preventive maintenance was performed on (B)(4) 2011. No root cause could be determined for this event.